Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "implant deflation". Device has been remains implanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion. Were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6, d9, h3, h6

Event description:
Healthcare professional reported left side "implant deflation". Device has been explanted.

Event description:
Healthcare professional reported left side "implant deflation". Device has been explanted.